Event description:
The user facility reported their table was smoking from the bottom. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed that prior to the reported event, a procedure was performed on the table in which 12 bottles of saline solution were used. The procedure was completed successfully and the table was placed in the hall for cleaning. The table then caught on fire and started to smoke. The facility staff used fire extinguishers to put of the flames and moved the table to an on-site garage. The steris service technician evaluated the table and determined the table had caught fire due to the saline solution which had leaked into the power supply. The saline caused an electrical short evidenced by several charred wire harnesses inside of the table. The technician also noted one of the table's feet had sustained damage during the transfer of the table to the garage. The table was placed out of service and the hospital is currently deciding on whether to replace or repair the table subject of the event. The table is currently under a steris service contract. The last preventive maintenance was performed on (B)(4) 2013 at which time the table was confirmed to be operating to specification.